Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-08094. It was reported the patient noticed a change in therapy. Reportedly, the patient's right lead had migrated, however the patient continues to receive some therapy. The patient also had a fall. Regardless, the patient will undergo surgical intervention to address the issue. It is unknown which lead is liable. Therefore, all suspected devices are being reported.

Event description:
Related manufacturer reference #: 1627487-2019-08094. Related manufacturer reference #: 1627487-2019-09399. Related manufacturer reference #: 1627487-2019-09400. Follow-up information revealed the patient underwent surgical intervention wherein the entire drg system was explanted and replaced. (Reference MFR. Report# 1627487-2019-07873, 1627487-2019-08170, 1627487-2019-08906, and 1627487-2019-09286). The patient's ipg and additional lead have been added as new devices.